Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. There is no reports of medical treatment being given for this time. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted.

Event description:
It is reported that end-user's skin barrier has cut a hole in her stoma resulting in bleeding at the left lower quadrant around the stoma. The product has been in use for nine (9) years.